Event description:
Info received indicates the head section is drifting.

Manufacturer narrative:
The facility found the CPR cables were not adjusted properly, causing the head section to drift. The facility adjusted the cables to repair the bed.